Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-26349. It was reported the pt experienced a shock at the ipg site when she attempted to turn her stimulation on using her pt programmer. Since then, she has not received effective stimulation. Lead diagnostics showed multiple invalid impedances. Reprogramming was unable to resolve the issue. Surgical intervention wil be undertaken at a future date to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.